Event description:
The manufacturer received information alleging a malfunction occurred on a ventilator device. The device was not in use on a patient at the time of the occurrence. The customer reported that the device failed active exhalation verification (aev), with measured values indicating a pilot pressure difference of 1.52, resulting in a failed test. The device is currently pending service through the authorized service provider (asp), and no repair has been completed to date. The root cause is not confirmed at this time. No additional components have been reported as replaced, and final testing has not yet occurred.